Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for gastric stimulation. It was reported that the patient thought their ins was dead because they had a lot of pain in their lower back. They stated they were in the hospital with pain. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the event. They stated there were no circumstances leading to the dead ins and pain. They were doing nothing when the pain started. It was not resolved at the time of the report. No patient complications were reported as a result of this event.